Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital with high blood pressure, dizziness, elevated lactate dehydrogenase (ldh), dark urine and the ventricular assist device (vad) exhibited an increase of power consumption and high power which triggered high watt alarms and a pump thrombosis was suspected. The patient was noted to have a history of high blood pressure and severe dizziness. A 2d echocardiogram was performed and a lab test showed 5 times the hdl (high-density lipoprotein). The patient was treated with tissue plasminogen activator (tpa) and antiplatelet therapy. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was returned for evaluation. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned pump revealed that the device passed functional testing. Visual examination revealed abrasions on the lower housing ceramic surface and on the inferior surface of the impeller. These mechanical abrasions of the lower housing ceramic surface and matching surface of the impeller are indicative that an external factor may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system, thus leading to scoring marks observed during visual inspection. Dimensional verification revealed that the rear housing disc curvature and front housing disc curvature were found to be deviating from release spec ifications. Internal pathological report revealed no evidence of thrombus within the device. The reported high power event was confirmed via log file analysis which revealed an increase in power consumption starting on 02/jan/2022 leading to parameters above normal operating range followed by a decrease back to baseline on 03/jan/2022 and 13 high watt alarms since 02/jan/2022. Information received from the site indicated that the patient experienced high blood pressure, dizziness, elevated lactate dehydrogenase (ldh), dark urine, increased power consumption, and suspected thrombus. The patient was noted to have a history of high blood pressure and severe dizziness. A 2d echocardiogram was performed and a lab test showed 5 times the hdl (high-density lipoprotein). The patient was treated with tissue plasminogen activator (tpa), antiplatelet therapy, and the pump was exchanged. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, thrombus and hypertension are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus events. Based on the available information and investigation conducted, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the stopping of the patient's anticoagulation or other issues related to the therapeutic use of anticoagulant and antiplatelet medications, the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad was exchanged with a device from the competitors brand.